Event description:
Cardiolite exercise stress isotope. Two days after test, had severe pain in both legs, which required prescription pain medication, which only relieved the pain somewhat. Six months later, pt has occasional pain, and has lost strength in legs with them sometimes giving out on him. Prior to the test, he was walking 2-1/2 miles 3-4 x a week; now he can only walk 3/4 mile, resting partway thru. He also experiences dizzy spells and light-headedness.